Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event and determined the most likely cause of the issue is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device is operational and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device has a blank screen. The customer reported there is no patient involvement associated with the event.